Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline failed to open. The patient was being treated for an unruptured saccular aneurysm in the left internal carotid artery (ica). The max diameter was 12mm and the neck diameter was 7mm. The distal landing zone was 3.9mm and the proximal landing zone was 4.76mm. Vessel tortuosity was moderate. Dual antiplatelet therapy was administered. Pru level was 108. The devices were prepared according to the instruction for use (IFU).  The distal end of the pipeline began to open. Just proximal to the distal end was constrained. The main body was open completely. No maneuvers could open the distal segment. This device was removed and subsequent device opened as expected. The pipeline was no positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. The pipeline was removed from the patient with the microcatheter. No symptoms were reported.  Ancillary devices: 6/7 terumo glide slender sheath, rist 7 fr radial guide catheter, phenom 27 and phenom plus microcatheter, synchro standard guidewire.

Manufacturer narrative:
The pipeline flex with shield braid was returned for analysis. There was no pusher returned with pipeline flex with shield braid. The distal and proximal ends of the pipeline flex with shield braid were found fully opened and moderately frayed. No other anomalies were observed based on the analysis findings, the pipeline flex with shield was not confirmed to have failure to open. The event cause could not be determined as the distal and proximal ends of the pipeline flex with shield braid appeared fully opened and moderately frayed. However, the cause for damage could not be determined. Possible cause for failure to open includes patient vessel tortuosity. There was no non-conformance to specification that may have contributed to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.